Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient was having withdrawal-like symptoms, altered mental status and pain. A (B)(6) study was performed and found the catheter was not in the intrathecal space. There was also a report of a catheter break, catheter kink, catheter migration/dislodgement and catheter occlusion. During the catheter revision ( (B)(6) 2014), the pump was disconnected and reconnected and then contrast showed the catheter to be patent. The patient was out of the hospital and "doing well". The pump was used to deliver morphine.